Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulators (usm) due to error 23118. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the 23118 error was indicating arm 4 usm axis 2: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient site cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer experienced an error 23118 on universal surgical manipulators (usm). The customer hard power cycled and error still returns. The customer caller stated surgeon will use the system with three arms. The customer reported event has no report of patient injury.